Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, abdominal pain, joint stiffness, vaginal delivery (3), hypertension, rheumatoid arthritis, spontaneous abortion, cyst rupture, insomnia, joint pain, fatigue, left lower quadrant pain, parity 3, multi gravida and pelvic pain. Previously administered products included: hydroxychloroquine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3766 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). No causality assessment was received for essure with regard to medical device removal. The reporter commented: discrepancy noted in removal date per argus (B)(6) 2021; as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: uterus and bilateral tubes operative procedure laparoscopic supracervical hysterectomy and bilateral salpingectomy. Pre-operative diagnosis: chronic abdominal pain. Post-operative diagnosis: chronic abdominal pain. Gross description: the myometrial wall measures 2.5 cm in thickness. On sectioning, two coiled wires are noted each measuring 3.5 cm in length by 0.1 cm in diameter. Cut section of the myometrial wall discloses tan-pink, homogeneous appearance. The smaller fallopian tube with fimbriated end measures cm in length by 0.6 cm in diameter. The larger fallopian tube with fimbriated end measures 6.8 cm in length by 0.6 cm in diameter. Final diagnosis: uterus and bilateral tubes, suprecervical hysterectomy with bilateral salpingectomy: secretory endometrium. Adenomyosis. Bilateral fallopian tubes, no significant pathologic findings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, medical history, lab data added product indication added, product removal date event onset date, non drug treatment and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3768 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy (uterus)). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3768 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy (uterus)). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.